Manufacturer narrative:
(B) (4). The ge service rep found a broken video cable in the high voltage cable. He swapped the video and sync cables and the unit is functional.

Event description:
The customer reported that the machine intermittently goes dark while doing x-rays.